Manufacturer narrative:
It was reported by customer that the tubing filter became disconnected, and fluids were leaking onto patient. One sample was received for quality investigation. Visual inspection was conducted and it was identified that the tubing proximal to the in inlet of the filter is missing. Further investigation of the inlet port of the filter indicates that there is an absence of solvent present. The customer complaint that the tubing separated from the filter was verified. The root cause of the failure could not be determined due to the tubing after the filter port not being submitted for quality evaluation. The probable root cause is a lack of bonding solvent at the union location. Due to the root cause not being determined, no corrective and preventative actions were taking. Bd will continually monitor for future similar failures. A device history record review for model 20350e lot number 24039251 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing extension set disconnects the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached tubing filter became disconnected, and fluids were leaking onto patient. Occurred while in use with the patient. No serious injury or death. .